Event description:
Procedure type: lap hernia repair. According to the reporter: during procedure, the first tack fired and the handle would not release.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated february 8, 2010.